Manufacturer narrative:
Product complaint : (B)(4). Pc: surgical intervention. (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, CT scan showed loose screws at t8, s1, and iliac bolts. Planned interventions was revision fusion (extend proximally) and to revise iliac bolts. On an unknown date in the month of (B)(6) 2016, removal of t8 screws and revision of l4 pelvis screws was done. There was also an extension of posterior fusion to t4, with cement augmentation on t4-t7. X-ray showed bilateral iliac bolts and s1 screws were loose. Procedure was tolerated well and patient was discharged to rehabilitation. Three (3) months post-operatively, patient was mobilizing well, pain was improving, and neurology intact. Patient was ready to return home from rehabilitation and start outpatient physical therapy. X-ray showed unilateral screw pullout at the top of the construct. Appeared seven (7) cm sagitally positive in clinic. Planned intervention was to closely monitor patient and repeat x-ray in six (6) weeks. A few days later, skin broke down over the prominent hardware.